Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. Access was obtained via femoral. The target lesion was located in the mildly tortuous and moderately calcified ramus. The lesion was pre-dilated with a non-bsc 3.0x10mm balloon catheter. The physician attempted to cross the lesion with a 12mm x 3.50mm ion drug-eluting stent, but was unable to cross due to the calcium. After removal of the stent it was noticed that the distal struts were lifted off the delivery balloon. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device was returned with stent and no original packaging or other devices. There was blood in the wire lumen and on the balloon. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. The first two distal rows of the stent struts were flat. There were multiple kinks throughout the catheter. The distal tip was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. Access was obtained via femoral. The target lesion was located in the mildly tortuous and moderately calcified ramus. The lesion was pre-dilated with a non-bsc 3.0x10mm balloon catheter. The physician attempted to cross the lesion with a 12mm x 3.50mm ion drug-eluting stent, but was unable to cross due to the calcium. After removal of the stent it was noticed that the distal struts were lifted off the delivery balloon. The procedure was completed with a different device. No patient complications were reported and the patient status is good.